Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
(B)(6) 2007 - patient is status post internal fixation of the lower lumbar spine with bridging fixating pedicle screws at the l5 and s1 levels. This is without significant interval change from an earlier exam dated (B)(6) 2004. Also noted are changes of degenerative disc disease at the l5-s1 intervertebral disc space level. There is decreased disc space associated with sclerosis, spurring and a vacuum disc. Surgical clips are noted at the level of the l5-s1 intervertebral disc space. There is limited motion on flexion-extension imaging and the extension view is non-diagnostic due to poor film quality. Since the earlier exam, there has been interval placement of what appears to be a tens unit with distal ends of the leads located at the level of the lower thoracic spine. Correlate clinically. (B)(6) 2007 ¿ CT lumbar spine: no evidence of the suspected tip granuloma of the spinal cord stimulator; there are no fractures or destructive lesions; postoperative changes at l5-s1, as described above, are unchanged from prior exam; large schmorl's node in the superior end plate of l4 and developing schmorl's node in inferior end plate of l1 is unchanged. Minimal disc bulge at l3-4 is unchanged. (B)(6) 2007 ¿ pt. States following spinal fusion, he underwent dorsal column stimulator for pain control which initially helped. However, over the past eight months, he has had recurrence of pain. He is complaining of headaches, as well as poor vision. States his left hand "shakes." States left hand tremor present for a few months. He falls one to two times a day. States he has difficulty with speech and has difficulty getting out the right word. States he "mixes his words up." Also complaining of tingling, i.e. Pins and needles in both legs, including the left shoulder. States his hands also have a tingling sensation. States his memory has become worse over the past several months. With regards to bladder function, states he has difficulty initiating a urine stream and also has difficulty emptying his bladder. Complaining of dizziness for the past two to three months, usually when he stands up. States as if he is going to pass out. No dysphagia. No dysarthria. (B)(6) 2009 ¿ patient presented to surgery with diagnosis of: failed back syndrome; status post l5-s1 fusion; failure dorsal column implantation to mitigate back pain and leg pain. Pt. Underwent procedure for: exploration of the spine; osteotomy of the tip of the spinous process of l3 down to the lamina; removal of dorsal column stimulating leads; supragluteal incision and removal of ipg (B)(4) - x-ray: l5-s 1 intervertebral disc posterior fusion with posterior pedicle screws. L5-s1 intervertebral disc anterior fusion with disc spacer. Moderate l3-4 intervertebral disc degeneration. Associated with disc space narrowing and marginal osteophytosis. No fractures identified. No evidence of subluxation with flexion and extension and lateral bending. Unremarkable soft tissues. (B)(6) 2009 ¿ MRI lumbar spine: status post anterior and posterior fusion t l5-s1. The degree of fusion is best assessed on CT. There is no central canal stenosis or lateral recess narrowing. Mild foraminal narrowing is seen bilateral; moderate discogenic disease at l3-4 with a prominent schmorl's node and reactive discogenic endplate changes in the superior end plate of l4; (B)(6) 2009 ¿ pt. Presented to surgery with diagnosis of: chronic back pain; failed back syndrome; status post fusion l5-s1; bilateral lower extremity referred pain. Pt. Underwent procedure for implant of intrathecal catheter and pain pump. (B)(6) 2010 ¿ CT of the brain: there is no evidence of intracranial hemorrhage, mass effect or midline shift. No extra-axial fluid collections are seen. The ventricles and sulci are normal in size and configuration. The density of the brain is normal. The gray/white matter differentiation is well preserved. The osseous structures and visualized paranasal sinuses are unremarkable. (B)(6) 2010 ¿ CT lumbar spine: postoperative anterior and posterior spinal fusion as described. Again noted are minimal focal areas of bony bridging at the l5-s1 interspace, not significantly changed from previous examination. (B)(6) 2011 ¿ pt. Presented to surgery with pseudoarthrosis at l5-s1and discogenic disease at l3-4 with concordant pain upon diskography. Pt underwent a procedure for: revision of fusion l5-s1; osteotomy of pseudoarthrosis; piecemeal resection of peek cage that was placed posteriorly; anterior instrumentation using k2 peek cage with integrated plate. Fusion using a combination of allograft cancellous bone, actifuse silicate and bone morphologic protein and fixation with three-screw system at l5-s1; anterior diskectomy at l3-4, followed by fusion using a combination of actifuse silicate, cancellous bone and bone morphologic protein, with placement of only two-screw system, given the fact that the right screw would be quite risky to place. (B)(6) 2011 ¿ diagnosis: chronic pain, status post anterior interbody fusion redo at the l5-s1 level. The patient is known to have chronic pain at l5-s1. He underwent revision of the l5-s1 with resection of the pseudoarthrosis. Also the patient underwent anterior discectomy and fusion at l3-l4. Postoperatively the patient did extremely well. (B)(4) 2011 ¿ CT lumbar spine: interval discectomy, placement of an interbody spacer, and anterior fusion at l3-l4. There is near complete bony fusion in the right paracentral region. Nonspecific lucency is noted around the tip of the inferior fixation screw at this level; interval revision discectomy, placement of an interbody spacer, and anterior fusion at l5-sl. There is near complete bony fusion in the left paracentral region. Posterior fixation hardware at this level is unchanged in appearance; no osseous spinal canal stenosis or neural foraminal narrowing is seen. Possible moderate right neural foraminal narrowing at l5-s1 is unchanged. (B)(6) 2012 ¿ MRI lumbar spine: there is a normal lordosis of the lumbar spine. No vertebral body subluxation is seen. The vertebral bodies are grossly normal in height and signal intensity except for reactive end plate changes around fusion material at l3-l4 and l5-s1. The tip of the conus medullaris is visible at the ll-l2 disc level and is normal in appearance. The previously identified intrathecal catheter at the l2-l3 level is not clearly identified on this examination. Clinical correlation is suggested. (B)(6) 2012 ¿ the patient was admitted with chronic pain, bilateral radicular symptoms, status post failed back syndrome. The patient underwent placement of dorsal column implantation via bilateral t10 laminotomy, t9 to t10 laminotomy in the left side.